Manufacturer narrative:
The following field has been updated with additional information: b.3. Date of event: (B)(6) 2020.

Event description:
It was reported that during use the inner tube was difficult to remove and great force was used to remove it. The inner tube, however, is not meant to be removed with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: there is a risk of splashing or another occupational accident related to blue stopper tube with citrate, it is difficult to remove the inner tube, great force must be applied to the point of deforming the external tube, batch 9260286 brand bd vacutainer.

Event description:
It was reported that during use the inner tube was difficult to remove and great force was used to remove it. The inner tube, however, is not meant to be removed with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: there is a risk of splashing or another occupational accident related to blue stopper tube with citrate, it is difficult to remove the inner tube, great force must be applied to the point of deforming the external tube, batch 9260286 brand bd vacutainer.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tube separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the inner tube was difficult to remove and great force was used to remove it. The inner tube, however, is not meant to be removed with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: there is a risk of splashing or another occupational accident related to blue stopper tube with citrate, it is difficult to remove the inner tube, great force must be applied to the point of deforming the external tube, batch 9260286 brand bd vacutainer.